Event description:
The following was reported: "line detachment (broken or cracked)".

Manufacturer narrative:
Device evaluation;customer report was confirmed. Rec'd (1) incomplete single dpt - vamp adult kit . Tubing was found completely broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. (B) (4)